Event description:
It was reported that the customer was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct, in addition, a fixed prime test was completed and the insulin exited. However, the high pressure test was performed and failed. Advised the customer to discontinue the pump use.